Event description:
The customer's mother reported via phone call that the customer had a blank display on the insulin pump. Customer's blood glucose was 589 mg/dl at the time of the incident. Customer treated with shots. Customer's mother stated that the screen is cracked but the pump has not been bumped or dropped. Pump has not been exposed to moisture. Customer's mother inserted a new battery and the display did not return. Customer's mother stated that there is a hairline crack on the screen and it won't come on. Customer's blood glucose was 327 mg/dl. Customer cannot read the screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.